Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30349540m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). (B)(4). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade and iatrogenic injury requiring pericardiocentesis and surgical intervention. During the procedure mapping was conducted with the pentaray catheter and the ablation was conducted with the thermocool® smart touch® sf bi-directional navigation catheter near the left inferior pulmonary vein (lipv) button. While ablating, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The sheath did not fit properly during drainage, so they changed to a thicker sheath. Thoracotomy was also performed. Although it was unknown that there was damage at that time, damage to the liver was also reported. Prolonged hospitalization was required to recover from surgery. Physician¿s opinion regarding the cause of the adverse event was not provided. No bwi product malfunctions were reported. The damage to the liver will be coded as ¿iatrogenic injury¿ to address the organ damage that was caused by necessary medical treatment. Multiple attempts to obtain additional information regarding this event were performed; however, no further information was provided. Should more information become available, it will be reviewed and processed accordingly.